Event description:
The customer reports a false negative architect anti- hcv assay result generated on an architect i2000sr analyzer for one patient sample: patient ID : (B)(6)), architect anti-hcv result of (B)(6) (negative); roche (e601): (B)(6); elisa (murex): (cut-off = od (B)(6)). The patient was pre-operative and a delay in surgery was realized due to this issue. However, there is no other impact to patient management reported.

Manufacturer narrative:
No returns were made available from the customer site for this evaluation. Retained in-house kits of the architect anti-hcv reagent lot were successfully calibrated on an architect isystem platform. To evaluate analytical sensitivity, two sensitivity panels, core only panel (panel a) and ns3 only panel (panel b) were tested. The sensitivity panel values met specifications for the reagent. No false non-reactive results were obtained. In addition, the clinical sensitivity was evaluated by testing two commercially available seroconversion panels (zeptometrix hcv seroconversion panels hcv 9041 and hcv 9045). The seroconversion panel results were compared to architect anti-hcv results provided by zeptometrix. Reagent lot 18029li00 detected the same bleeds as reactive as historical data provided by zeptometrix. Based on this data it was shown that the sensitivity performance is not adversely affected. Assay performance was also investigated by completing a review of manufacturing and testing records for the affected reagent lot. This review did not reveal any events or issues that may have impacted the performance in relation to the complaint issue. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect anti-hcv assay package insert contains information to address the current customer issue. Based on the results of the current evaluation, it was determined that lot number 18029li00 is performing acceptably.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 06c37 that has a similar product distributed in the us, list number 01l79. (B)(4).